Event description:
Original surgery occurred five years ago. Eight (8) pedicle screws were placed in the l3, l4, l5 and sacrum areas. A follow up office x-ray revealed that the screw at s1 was broken. Office notes indicated patient's leg had given out and she "has had a few fall..."